Manufacturer narrative:
E1; patient city: (B)(6) patient country: united states

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusions set leakage at site on (B)(6)2024. The infusion set has been used for 5 days. The blood glucose level was 273 md/dl and treated with manual injection and pump. The patient had used insulin pump system within 48 hours of reported high bg event. No further information available